Manufacturer narrative:
Calibration and qc data were acceptable. It was found the customer was using non-standard tubes. The investigation is ongoing.

Event description:
There was an allegation of questionable crp4 c-reactive protein gen.4 results for 1 patient sample on a cobas 6000 c501 module. The initial crp4 result was 0.04 mg/dl. The sample was repeated on a c502 analyzer and the result was 8 mg/dl. Another sample was collected and repeated on the c501 analyzer. The result was similar to the c502 repeat result. It is unknown if the initial result was reported outside of the laboratory. The reagent lot is 66134701 and the expiration date is 30-sep-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The investigation determined that the root cause of the event was the customer's usage of non-standard sample tubes.